Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Did the needle break or did the needle separated from the suture? What was being done when the suture snapped off (removal from package / during passage through tissue/ during tying)? What was used to complete the procedure? In relation to needle, what is the approximate location where the suture snapped off? What tissue was being approximated or sutured when it snapped off? Investigation summary: packets of product code w969 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional b5 narrative: it was reported that the procedure was a laparoscopic cholecystectomy.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the needle break or did the needle separate from the suture? Separated from suture; what was being done when the suture snapped off (removal from package / during passage through tissue/ during tying)? Unknown; what was used to complete the procedure? Another box of sutures were used ¿ different lot #; in relation to needle, what is the approximate location where the suture snapped off? At the swage; what tissue was being approximated or sutured when it snapped off? Facia.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available to be returned for evaluation? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The nurse noticed that the swage end of suture was very thin and then snapped off. The suture was disposed of and the procedure was successfully completed. No adverse patient consequences were reported. Additional information was requested